Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two weeks before this report, the infusion set's tubing detached near the site on the second or third day of infusion use while the patient was sleeping. The site location was patient's hip and the pump was on the bed next to her. The infusions were stored in the closet. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.